Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient received one positive curative test on (B)(6) 2021 7:12 am est. The patient's test sample (barcode # (B)(4)) was collected (B)(6) 2021 03:21:43 pm est and later resulted with a viral CT value of 31.05, which is in the positive range. No corrections were made to this test report upon release to the patient. Sample barcode # (B)(4) was located on plate-(B)(4) and testing started on (B)(6) 2021 2:23 am est and the result for this test was released on (B)(6) 2021 7:12 am est as positive. Per the clinical lab's investigation, results for sample barcode # (B)(4) were reported correctly and any contamination to the patient's sample was ruled out based on evaluation of the controls and empty wells in the plate. The patient's sample barcode # (B)(4) was located on plate-(B)(4) at position f11. Plate-(B)(4) contained one empty well at position b3 and displayed zero human and viral amplification. Plate-(B)(4) was created using the hamilton in plating ((B)(4)), extracted using the king fisher method ((B)(4), reagent lot #s: bbd 18754300, lysis 18675500, elution 202912, wash 18724000, isopropanol shbm6409, ethanol shbm6864), and prepared for qpcr using the bravo method using a mastermix from batch 18. Moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. Six of the eight wells surrounding f11 were negative, while g11 was resulted as indeterminate (vital CT 36.26) and g12 was resulted as positive (viral CT 29.02). However, we have no reason to believe that sample barcode # (B)(4) was contaminated by any of these surrounding positive samples. Customer success did reach out to the patient and confirmed the test results were processed correctly and were accurate. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation clearly showed a true positive result.

Event description:
The patient called in regarding a potential false positive result. Patient wanted to retest sample. The pcr was positive and he had a rapid negative and then had pcr and rapid this weekend and they are negative. He is having no symptoms